Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a high blood glucose reading of 588 mg/dl. Customer stated that he did not have the insulin pump and that he felt fine. He stated that he was sent the wrong size belt clip and that the insulin pump does not stay attached to it. Nothing further was reported.